Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during an attempt to transfer one patient, the information center ix rebooted. The issue occurred subsequent to (B)(6) 2018. There was no patient incident.